Event description:
A lead extraction procedure commenced to extract a right ventricular (rv) lead due to non function and lead occlusion. A right atrial (ra) lead was also present within the patient but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to act as a traction platform to aid in extraction. While the physician was using an 11f spectranetics tightrail rotating dilator sheath to attempt to free the lead, the lead came out and the patient's blood pressure dropped. The blood pressure varied from very low to normal, back and forth. At one point the blood pressure was asystolic and a rescue balloon was used. The surgeon evaluated the situation; no effusion was seen and there was no evidence of a tear. The patient received blood, and then stabilized on his own without further intervention. Due to the tightrail being in the area of the superior vena cava (svc)/right atrial (ra) junction when the patient's blood pressure dropped, and because the patient stabilized after the rescue balloon was used, it was concluded there may have been a small tear in the svc/ra junction area that corrected itself. The patient survived the procedure. There was no alleged malfunction of any spectranetics device in use during the procedure.